Event description:
It was reported a patient's right ventricular (rv) lead presented with high capture thresholds and no sensing. Upon lead revision, it was noted that there was rv lead perforation via fluoroscopy. The lead was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was stable.